Event description:
The medical masks from pacdent, inc are not labeled as medical masks, with astm level 1-3, but the actual products are of low quality, and several patients were tested positive after wearing the masks. The company claimed their masks are registered with FDA, but after checking with FDA , the company intended to falsely used the registration product code msh, without the FDA premarket registration. FDA safety report # (B)(4).